Manufacturer narrative:
No anomalies detected by checking the manufacturing charts of the lot# of the impactor/extractor handle involved (lot# 2016ae043) on a total of (B)(4) pieces manufactured with the same lot#, thus indicating that the instrument was compliant before being placed on the market. First and only complaint received on this lot#. We will send a final emdr once the investigation will be concluded.

Event description:
During a shoulder surgery, a malfunction of the impactor/extractor handle did not allow to couple the handle with the trial humeral component. As a result, it was impossible to insert the trial humeral component , causing 1 hour of prolonged surgery time. Approximate number of uses of the handle involved in this intra-operative issue is unknown. Event happened on (B)(6) 2017 in (B)(6).